Event description:
It was reported that in 2009 the pace/sense portion was capped due to noise. The lead was later electively removed and the patient was downgraded to a pacemaker.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 39.9-40.1cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was noted at 7.5-7.6cm and 14.4-14.5cm from the distal tip, consistent with lead friction to another device or feature of patient anatomy. The etfe coating was intact at these locations.